Event description:
The report received from the study indicated that approx eight and one-half months after the index procedure, the pt began experiencing chest pain with stress and during cold weather. The pt proceeded to have a positive stress test for ischemia. Coronary angiography followed by re-percutaneous coronary intervention (re-pci) was done. A 100% intra-stent restenosis (isr) was found of a previously implanted cypher select plus 2.25 x 23 mm stent implanted in the distal left anterior descending (lad) target lesion. The other cypher select plus 3.0 x 18 mm stent implanted in the proximal lad during the index procedure was patent. The isr was treated by implantation of an add'l taxus liberte 2.25 x 12 mm stent. The adverse event was reported to: be moderate in severity, have a highly probable relationship to the study device/procedure, not related to another cordis product, and a serious adverse event (sae). The event outcome info was complete and the subject's event outcome was resolved without sequel.

Manufacturer narrative:
The indication for the elective index procedure was unstable angina. The pt was reported to have one-vessel disease and had two lesions treated. No staged procedure was planned. The patient's left ventricular ejection fraction (lvef) was not available. Lesion #1-1: the target lesion was the proximal lad. The lesion was reported to be: de novo, 3.0 mm vessel diameter, 12 mm length, a 90% stenosis, irregular and type b2. The lesion was not pre-dilated. A cypher select plus 3.0 x 18 mm stent was implanted at 20 atm. A satisfactory result was obtained. The stent was not post-dilated. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. Lesion #1-2: the target lesion was the distal lad. The lesion was reported to be: de novo, 2.25 mm vessel diameter, a 90% stenosis, 18 mm length, irregular and type b2. A cypher select plus 2.25 x 23 mm stent was implanted at 18 atm. A satisfactory result was obtained. The stent was not post-dilated. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. The pt was discharged the day after the procedure on aspirin 100 mg/daily permanently, clopidogrel 75 mg/daily for 6 months, statins, and beta blockers. The patient was reported to be asymptomatic by phone contacts at the one, six and twelve month periods. The events of angina, and re-pci were reported at the one-year follow-up. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt.